Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. Per the medical records, the patient had a history of pulmonary embolism (pe), lower back pain, and degenerative disc disease and was set to undergo back laminectomy. Therefore, the filter was placed prophylactically prior to the surgery. The filter was successfully deployed at the l2 level in the infrarenal location during the index procedure. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded in wall of the inferior vena cava (ivc), defect of the ivc, and trauma to the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient had blood clots, clotting and occlusion of the ivc. The filter was removed eight days post implantation. The patient reported to have suffered pain which subsided after the filter was removed. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00373 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded in wall of the inferior vena cava (ivc), defect of the ivc, and trauma to the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient had blood clots, clotting and occlusion of the ivc. The filter was removed eight days post implantation. The patient reported to have suffered pain which subsided after the filter was removed. According to the medical records, the patient had a history of pulmonary embolism (pe), lower back pain, and degenerative disc disease and was set to undergo back laminectomy. Therefore filter was placed prophylactically prior to the surgery. The filter was successfully deployed at the l2 level in the infrarenal location during the index procedure.